Event description:
It was reported that a vns patient was experiencing an increase in seizure severity and frequency and would be referred for generator replacement at the patient's family request. The family also stated that magnet swipes no longer aborted the seizures where it would usually stop the seizures previously. The physician indicated that he did have some difficulty performing diagnostic tests which he attributed to the battery reaching end of service; however, he was able to successfully establish communication with the device and perform diagnostics. The patient's programming history available in the in-house database was reviewed and found to be current for the first 3 years following device implant. A battery life calculation was performed and the results were negative indicating the generator may be reaching end of service. Good faith attempts to obtain additional information have been unsuccessful to date.